Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that there was a repeated recoverable error 32097 on the universal surgical manipulator (usm) 4 and customer disable arm 4 to proceed with the procedure. The customer completed the case with 3 arms with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team. The unit came in with a reported 32097 which was confirmed via logs and replicated in-house. The unit failed with 32097 error when testing on the in-house system in normal mode. The reported complaint was confirmed.

Event description:
Refer to h10/h11 for follow-up information.